Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system despite large insulin doses and a supply change, with a fingerstick glucose rising to 510 mg/dl; the user detached from the ilet and administered subcutaneous insulin by pen. Customer care provided support that included review of device use, troubleshooting with the user, and consultation referral. Investigation of this case revealed that the cause of the hyperglycemia was unclear. Symptoms included lethargy and nausea associated with high blood glucose. Outcomes included the need for additional insulin therapy and interruption of pump use without hospitalization. It was concluded that no device malfunction could be confirmed based on available information and the event was attributed to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.